Manufacturer narrative:
Log file analysis: vad parameters: 2740, 5.0 lpm, power 4.6; power consumption above the normal operating range with an increase in power consumption logged starting (B)(4) 2015 with a peak of 5.2 watts". Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient called the vad hotline to report increased pump power and flows. The patient was admitted to the implanting center for treatment of suspected thrombus. Log files were sent and confirmed power consumption above the normal operating ranges and an increase in power consumption. A bivalirudin infusion was initiated and labs were sent. The last report received indicated that the patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicates that the patient had a ramp echocardiogram performed and as a result pump speed was increased. The patient was also administered a bivalirdin infusion which was successful in gradually decreasing lactate dehydrogenase levels until the patient received a heart transplant. The last report received indicates that the patient was still hospitalized, but was doing well. Investigation is ongoing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.